Event description:
It was reported that during the extravascular (ev) implantable cardioverter defibrillator (ICD) system implant procedure, defibrilla tion threshold (dft) testing was performed with a five second burst pacing and 30joule shock which successfully converted ventricular fibrillation (vf) to sinus rhythm. However, the arterial line pressure confirmed that the patient had no cardiac output and was e xperiencing pulseless electrical activity (pea) arrest. Chest compressions and adrenaline were administered, and cardiac output returned. The patient was left under general anesthesia overnight and awoke the following morning. The ev ICD system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.